Manufacturer narrative:
Continued adverse event codes: (B)(4). The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: " fluid around implant".

Event description:
Patient reported fluid around implant. Healthcare professional reported capsular contracture, baker grade I. Patient also reported "suffering with suspected breast implant illness" - this is not device related. Right side. Device has been explanted with capsulectomy.